Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, implanted:(B)(6) 2015: product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information contained in the grant award progress report titled "a closed-loop responsive approach to treat freezing of gait in parkinson¿s disease" was reported by a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. Summary: specific aim 1: to record electrophysiology in the form of local field potentials from ppn plus gpi to uncover the neural networks important to locomotor function, and to elucidate the markers of freezing of gait in advanced pd. This work will collect the information necessary to (I) detect freezing of gait events in parkinson¿s disease in real time and (ii) to develop a closed loop dbs approach to terminate such detected events. There will be three projects modeling the physiology data and one project examining multi-system sensing. Specific aim 2: to determine if acute (i.e., interventional) bilateral ppn plus chronic bilateral gpi dbs will improve locomotor function and postural stability in advanced pd. We aim to evaluate the effects of bilateral ppn stimulation on freezing of gait and locomotor function. There will be a primaryoutcome examining freezing of gait improvement and also a safety outcome. It was reported that the patient began experiencing anticipated skin erosions/sores over the left parietal extension wires starting on (B)(6) 2016 which resolved with surgery that included debridement, irrigation, and closure on (B)(6) 2016. The patient also underwent a second anticipated revision of the left scalp erosion on (B)(6) 2016 which resolved the issue. However, the patient then experienced an anticipated head infection of the left parietal/occipital on (B)(6) 2017 which resolved with antibiotics and hardware removal, but not totally resolved because the patient had issues with healing. No further complications are anticipated.